Manufacturer narrative:
No button error alarm noted. No button response due to corroded keypad traces. Pump had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the button error alarm occurred while she was running. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.